Event description:
During an impression procedure an unknown portion of impression material was swallowed. After two hours, gastro-intestinal disorders were experienced (stomach pain, discomfort, vomiting). Three days after the material had been swallowed, a gi blockage was diagnosed. The foregin body was removed by a suction procedure. The pt has recovered completely.